Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was noted to have been walking at the time of therapy delivery. Device data was sent to rhythmcare for review. Data review determined during therapy delivery, the r-wave amplitude was noted to be low resulting in the t-wave to be oversensed. X-ray was completed with optimal positioning confirmed. The device was tested in clinic with primary being the only viable vector. The patient was then provided with a life vest with expectation of device revision at a future date. No adverse patient effects were reported.